Event description:
Subsequent to the initial MDR, a correction was updated on 05/14/2026. It was reported that sensor error occurred. The wearable was inserted into the arm on (B)(6) 2026. No additional patient or event information is available.

Event description:
It was reported that sensor error occurred. The sensor was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 at approximately 1:00 am, the patient reported symptoms of fatigue, lethargy, and incoherence. At that time, the cgm displayed a ¿brief sensor issue.¿ no dexcom alerts or alarms were reported during this period. The patient¿s husband obtained a fingerstick blood glucose reading of 441 mg/dl, and the patient administered insulin via her insulin pump. At approximately 6:00 am, a fingerstick blood glucose measurement indicated a value of 60 mg/dl while the cgm continued to display a sensor error. The patient contacted her daughter for assistance in raising her blood glucose level. The patient reported difficulty staying awake, along with symptoms of shaking and significant weakness. Although it is unclear who administered treatment, the patient was given peanut butter and apple juice. The patient reported symptomatic improvement afterward but continued to experience fatigue. No further treatment was reported, and the patient did not seek hospital care. At the time of reporting, the patient was stable. Performance data was reviewed. A ¿no readings¿, ¿sensor error¿, or "brief sensor issue" was not found within the investigation window. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and hypoglycemia.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the supplemental MDR, clarification was provided on 05/27/2026. Technical support reported that at approximately 6:00 am, the patient obtained a fingerstick blood glucose measurement of 60 mg/dl while the continuous glucose monitor (cgm) device was displaying a sensor error. At that time, the patient contacted her daughter for assistance in raising her blood glucose. The patient reported symptoms of hypoglycemia, including shaking, significant weakness, and an inability to remain awake. Although the patient experienced a decreased level of consciousness, a complete loss of consciousness was not reported. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)..